Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient planned to log future occurrences of the issue in order to determine the cause. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that last week the patient noticed that a couple of times a day the stimulation feels like it goes down to 0 ma and then about 30 seconds later it will turn back up on its own. The patient also reported seeing a system error on the controller when they noticed the change in stimulation. The battery pack was removed and reseated and the system error was resolved. The patient hadn't been paying attention to if the changes in stim were positional, but then reported that the patient indicated it was more when they were sitting down. The rep checked impedances and everything was within range: ref 0 770-1000 ref 5 720-950 ref 10 700-900 ref 14 740-970. No further complications were reported.